Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the catheter was difficult to deploy during preparation, did not fully undeploy after insertion into the patient, and was difficult to withdraw into the sheath. During a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a farawave catheter was used. Deployment of the catheter during preparation was not as smooth as normal when deploying the catheter to the basket shape, but it was decided to attempt to use the catheter in the procedure anyway. The catheter became more and more difficult to deploy from the basket to the flower shape, and back again, as the procedure continued. When attempting to pull the catheter out of the faradrive sheath it became evident that the array was not fully undeploying and it was difficult to withdraw the catheter out of the sheath. The catheter had to be replaced to complete the procedure, as additional lesions were needed and the catheter could not undeploy enough to be reinserted. No patient complications were reported.